Manufacturer narrative:
Continuation of d10: product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving morphine, clonidine, and bupivacaine via an implantable pump for unknown I ndications for use. It was reported that it was taking a long time to connect to the pump. It used to take 1 min to connect but now it takes 2.5 min. They were squeezing their buttocks to get the handset to connect which was causing them pain. They confirmed bluetooth and location were toggled on. The handset was lagging at 90% at retrieving pump. They mentionedthey had 3 magnetic resonance imaging's (MRI) not related to the mdt device/therapy since the pump was implanted and were wondering if that could cause it to be more difficult to connect to the pump. They were able to bolus and were currently in an expected lockout. They would call back if they needed further assistance. Additional information was received from the patient reporting 2.0.1700 was their software version. They stated they did not have difficulty connecting with their personal therapy manager (ptm). Additionally, the patient stated that the healthcare provider (hcp) made changes to the pump time.